Event description:
Customer allegedly received the following results on two meters within 10 minutes: 76 mg/dl (compact plus system 1) and 131 mg/dl (compact plus system 2). Customer also allegedly received the following results on compact plus system 2 within 10 minutes: 131 mg/dl and 61 mg/dl. Reading of 131 mg/dl was taken only once - no duplication of reading. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system 2. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system 2. Reference medwatch with (B)(6) for the compact plus system 1. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.